Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03447. It was reported the pt was experiencing burning at his scs ipg pocket site while charging his scs system. Follow-up identified the issue has not resolved. Surgical intervention will be taken at a later date to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.